Event description:
It was reported that pump had battery issues. There was no reported impact to the customer¿s blood glucose level. Technical Support checked system data for battery depletion but found no related information, and case was closed after customer declined further follow-up, with original email added to notes.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.